Event description:
Technician alleged that the head section of the stretcher dropped. No pt impact.

Manufacturer narrative:
The technician stated that the screws on the bottom of the load beam left head fell out and the screws on both sides where the load beams attach to the plastic block fell out causing the head hi/low to drop into trendelenburg position. The technician replaced the scale load beam to resolve the issue.